Event description:
It was reported that the pt underwent a spinal procedure for pseudoarthrosis at l5-s1 using posterior fixation and interbody device. It was found post the procedure that a screw was misplaced. The nerves were compressed. There exists a potential need for revision surgery.

Manufacturer narrative:
Device was not returned to MFR for eval. We are unable to determine the cause of the event; however, the suspected devices in use are part# g8674645 lot# w07h0117 and part # g86746550 lot # w07j0410. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specs.